Event description:
Pt reported that when trying to prime the infusion set, it would not prime through the needle. The pt stated that the insulin was leaking from where the clip and needle are attached. The pt reported that the infusion device did not exhibit an occlusion alarm while trying to prime the infusion set. Pt reported trying to prime 4 infusion sets before he found one that would prime correctly. No medical assistance was needed. No product is available to be returned for eval as all affected product was discarded by the pt.

Manufacturer narrative:
H6: codes 86, 100, 68: product not returned for eval.